Manufacturer narrative:
The insulin pump failed to communicate with remote and glucose meter due to a faulty radio frequency board. The unit was received with broken wire in the vibrator motor. The following cosmetic damage was also found on the device: cracked battery tube threads, cracked reservoir tube lip, and minor scratches on the lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of a radio frequency issue with the insulin pump. The patient's blood glucose value at the time of incident was unknown. No further details are available. The customer returned the device for analysis and a replacement pump was shipped to the customer.